Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was high. No intervention was performed; the patient was stable and will continue to be monitored.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the rv lead was dislodged. The rv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.